Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-11, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), male patient who was receiving dilaudid 20mg/ml at 15 mg/day via an implantable pump for non-malignant pain. On an unknown date in 2016, the patient thought they were not receiving intended intrathecal (it) drug and wanted to experience better efficacy so a revision of the distal catheter section was done on (B)(6) 2016 it was noted the issue came on very quick.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.